Event description:
There were two attempts with two separate spinal kits, where spinal did not appear to be working. Patient needed general anesthesia for cesarean section. Braun pencan spinal needle tray with bupivacaine: model # 333851 and lot #s: 0061913462 and 0061907117.